Manufacturer narrative:
The unit had cracked battery tube threads and cracked case at the display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap appeared to be damaged. The blood glucose reading was not given. The customer was not aware of how the damage occurred. The crack was seen on the battery compartment. The patient was not in a car accident.